Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. There was also noise observed on the rv shock electrogram but none on the rv rate-sense electrogram. The device data indicates the impedance has exhibited a gradual rise until reaching a high of 126 ohms. The lead remains in-service. No patient symptoms or adverse patient effects were reported.